Event description:
It was reported during the implant procedure that the physician was unable to secure the pin plug of the lead into the svc port on the device header. The device was not implanted, and there were no patient complications that resulted from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.